Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system experienced sustained hyperglycemia with cgm readings up to 241 mg/dl and a confirmatory glucometer value of 275 mg/dl after a larger-than-usual meal, despite automated insulin delivery and a recent infusion site change; the user suspected a delivery issue and performed a full supply change of cartridge, tubing, infusion set, and insulin while using a contact detach set in the lower abdomen and an fsl3+ cgm. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included no medical intervention beyond troubleshooting and no hospitalization. Investigation included remote troubleshooting and user education focused on infusion set, tubing, cartridge, and insulin integrity, as well as guidance on persistent hyperglycemia management. Investigation of this case revealed no confirmed device malfunction, with potential contributors including infusion site or delivery pathway issues that could not be verified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.